Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm magna aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to insufficiency and some stenosis. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve. The patient was in stable condition post-procedure.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.